Event description:
It was reported that labeling error occurred before use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: "there is an incident with the reference 394600, in the main package this reference appears, the material of the individual boxes also belongs to reference 394600, but the sticker of the individual boxes belongs to another product (394995)."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9060655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally during our evaluation of the product our quality engineers noted that the individual units were correctly labeled, and the inconsistency arose from the label found on the dispenser case. The most likely root cause for this event was an incorrect line clearance between production runs. To address this issue our facility has retrained our manufacturing team on the appropriate policies & procedures, and is currently engaging in an extended investigation into additional solutions to this issue. CAPA 1053990.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred before use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "there is an incident with the reference 394600, in the main package this reference appears, the material of the individual boxes also belongs to reference 394600, but the sticker of the individual boxes belongs to another product (394995)."